Event description:
It was reported that the patient with a previous sling underwent a surgical procedure due to unspecified reasons. An artificial urinary sphincter (aus) was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.